Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; the reported phenomenon that error b40 was displayed on the monitor was not reproduced. An internal buffer error occurred due to a cn board failure. The endoscopic image output from the dvi video signal was distorted due to a failure of the dp board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the transurethral resection of the prostate, error b40 was displayed on the monitor. Error code b40 means that the video system center is damaged. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found the device did not start up properly and the white balance complete indicator on the front panel was blinked, due to a failure of the cm board.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 4 years have passed since the device was manufactured. The cm board may have failed because a component on the board has accidentally failed due to repeated use for a long period of time. Since error b40 occurs when the software of video system center otv-s190 cannot recognize the cm board, it is possible that the software could not recognize the cm board due to a failure of the cm board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.